Event description:
Boston scientific received information that this patient alleges his device "malfunctioned" that caused him to pass out. He states he was hospitalized for 48 hours and adjustments were made to his device. He states his lower rate limit was programmed to 75 ppm, however, his heart rate was less than 20 bpm when the ambulance arrived. Technical services referred the patient to his device following physician to schedule a device check.

Manufacturer narrative:
Efforts have been made to obtain additional information, however, no further information has been received. Should additional information become available, this report will be updated.

Manufacturer narrative:
The pacemaker was explanted and replaced with another pacemaker approximately seven years later. There were no additional allegations or complaints reported since the event occurred in 2011. The pacemaker was received for laboratory analysis. Upon completion from analysis, this report will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.